Event description:
It is reported that the patient underwent lcck replacement in 2008, and was revised twenty three days later, to perform a debridement. When removing original locking screw, it broke off at the poly.

Manufacturer narrative:
This report will be amended when our investigation is complete.